Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose value at time of incident was unknown. The customer also reported that the leak was at past 2nd o ring. Customer stated that the location of the leak was bottom of reservoir chamber. Customer stated that the leak was occurred after filling and removing the plunger. The customer was assisted with troubleshooting for leak. The reservoir will not be returned for analysis.